Event description:
It was reported that the device was not charging the internal battery. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, further cause of the failure was not determined.